Manufacturer narrative:
No device, no medical records, or no medical images were provided to the manufacturer. The lot number for the device was not provided; therefore, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during deployment of a femoral vena cava filter, two of the filter limbs were allegedly twisted. It was further reported that the filter had an alleged tilt of eight degrees. The filter remains in situ. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation. However, images were provided and reviewed. In the image the filter could be seen deployed at the level of l1-l2 intervertebral disk space through l3 of the lumbar spine. However due to the image quality, the number of filter legs and arms could not be counted. Based on the provided images, the investigation is inconclusive for the filter failing to expand. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warning: delivery of the denali filter through the introducer sheath is advance only. Retraction and twisting of the pusher during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer sheath. Precautions: do not deliver the filter by pushing it beyond the end of the introducer sheath. To achieve proper placement, unsheath the stationary filter by withdrawing the introducer sheath. Do not twist the pusher at anytime during this procedure. Potential complications: failure of filter expansion/ incomplete.

Event description:
It was reported that during deployment of a femoral vena cava filter, two of the filter limbs were allegedly twisted. It was further reported that the filter had an alleged tilt of eight degrees. The filter remains in situ. There was no reported patient injury.

Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided; therefore, a review of the device history records is currently under way. The device is not available for return. The investigation of the reported event is currently underway.

Event description:
It was reported that during deployment of a femoral vena cava filter, two of the filter limbs were allegedly twisted. It was further reported that the filter had an alleged tilt of eight degrees. The filter remains in situ. There was no reported patient injury.